Event description:
The customer reported fluid leaked from the fitting in the liquid waste line connecting to the tubing drain involving access 2 immunoassay system. It was determined the customer was using the fitting that is located at the top of the waste bottle as another fitting to the waste drain line. Beckman coulter customer technical support (cts) provided the customer with the correct part numbers for the correct fittings. The customer confirmed the system was operating within normal specifications. There has been no report of patient samples analysis being impacted. There was no report of operator injury or adverse effect associated with this incident.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting, and the customer did not question system performance. The cause of the incident is due to operator error. (B)(4).